Manufacturer narrative:
Unit passed displacement test. Unit received with cracked case on the back at the battery tube area and battery tube threads. No physical damage noted at the retainer or reservoir tube lip. The p-cap / reservoir locked properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level unknown. The customer reported that connection with reservoir compartment broken and ring was missing. Troubleshooting was not performed for damage. The insulin pump will be returned for analysis.